Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - 2008 (B)(6); 4196 implantable pacing lead - 2009 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high/inconsistent impedances, as well as high/inconsistent thresholds. Additionally, the device exhibited early battery depletion. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.